Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the customer states that the syringe tip is deformed and has 'ink' in it. When did the incident occur? Before use. The comment from bd rep: it appears that the rubber has degraded. We bring to the attention of the s.v. That in refilling the various trolleys in the various rooms, we have noticed that some 30 cc luer-lock syringes show deformation on the tip and presence of printing ink.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jul-2023 . H6: investigation summary two samples and photos received by our quality team for investigation. Upon visual evaluation, it can be seen there is ink in the tip of both syringes. One of them has more ink over the barrel, the second syringe has a small spot. No damage on the luer can be observed. No other defects or issues identified. A device history review was performed for the reported lot 2010080, maintenance record was identified during the manufacturing process that could have contributed to this issue. Based on the quality team¿s investigation, the root cause of the incident is associated with marking machine adjustments. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the customer states that the syringe tip is deformed and has 'ink' in it. When did the incident occur? Before use the comment from bd rep: it appears that the rubber has degraded. We bring to the attention of the s.v. That in refilling the various trolleys in the various rooms, we have noticed that some 30 cc luer-lock syringes show deformation on the tip and presence of printing ink.